Event description:
The caller called back and said the ins battery is still not taking a charge and that they had to notify a rep. The caller noted that the ins revision surgery occurred on the day after thanksgiving. Since then, the caller stated that the ins has turned off twice unexpectedly. Prior to the first time the ins turned off, the caller stated that the patient was "really shaky." As a result, the caller stated that they took the patient to their managing healthcare provider (hcp) on (B)(6) 2021, which was when the hcp discovered that the ins was turned off. The caller confirmed that the hcp turned the ins back on, but they did not know the ins battery level at the time this occurred. The caller did not give the circumstances that led to the second time the ins turned off unexpectedly, but they mentioned that they noticed it 2 weeks ago when they were checking the ins with the patient programmer. The caller confirmed that they were able to turn the ins back on, but they did not know the ins battery level at the time they noticed the ins was turned off. On either wednesday or thursday of this week, the caller noticed that the patient programmer was showing the informational 'low ins battery' screen sooner than they expected it to. The caller explained that they had charged the ins for 15 minutes like they normally do and then they checked the ins battery level with the patient programmer, which indicated that the ins battery was "almost fully charged." However, the next day the patient programmer indicated that the ins battery level was 'low' before the patient started the ins charging session, which made the caller concerned. The patient has had a few falls, the last of which was "maybe a month or 2 ago." The caller noted that the patient did not fall on their chest, but they are not certain if they fell on their side. The caller did not mention any specific concerns regarding the ins pocket site, but they had a strong suspicion that something might be wrong with the ins itself. During the call, the caller confirmed therapy was turned on and the ins battery level was 'low.'

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting they do not know the circumstances that led to the implantable neurostimulator (ins) turning off and falls. They charged the ins to full and are checking with the programmer more often. The issue seems to be okay.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the recharger was working well and the patient was getting 6 coupling bars. Last night, they could not get more than 2 coupling bars on the recharger. They reviewed to put the device up against the skin, the patient was wearing a t-shirt, which was between the recharger and the device. The patient reported no swelling and the manufacturer representative (rep) thinks that the device is not too deep. The wife indicated that this is causing too much stress so they want to have the device explanted and replaced with a primary cell battery. A new implantable neurostimulator recharger (insr) is requested because the rep thinks the implantable neurostimulator (ins) may deplete soon. They noted that they were going to have a wireless recharger (wr) sent through customer service. No troubleshooting could be conducted as the rep was not with the patient. The rep said they received the new recharger and they were still getting no coupling bars. If he pushes on the recharger antenna, he can get 2 bars. They said the ins was spun around and they had a hard time feeling the header block. An xray was taken and it was confirmed that the ins was flipped. The surgeon was deciding if he needed to go back in surgically.